Event description:
Boston scientific received information that this lead was exhibiting impedance measurements less than 200 ohms with elevated threshold measurements. A revision procedure was performed and the lead was removed from service and replaced without further incident. Visual inspection of the lead did not reveal any damage to the lead body. No adverse patient effects were reported.

Manufacturer narrative:
The lead was surgically abandoned and will not be returned for testing. Therefore, boston scientific cannot confirm the reported clinical observations. No other adverse events have been reported. This product issue will be updated if additional information is received.